Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 25-year-old female patient who had essure (batch no. 627436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2016, appendectomy in 1992, gastric bypass, gallbladder removal, loop electrosurgical excision procedure, gravida ii and parity 2. Previously administered products included for an unreported indication: benadrilina. Past adverse reactions to the above products included anxiety with benadrilina. Concurrent conditions included gerd since (B)(6) 2016 and essential hypertension. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2018, ibuprofen since (B)(6) 2009, pantoprazole sodium sesquihydrate (pantoprazol) since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, partial salpingectomy and enterocele repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure performed without difficulty. 2 cols on right, 5 coils on left discrepancy regarding "essure" confirmation test -earlier as per summons "hysterosalpingogram" was reported but as per current pfs plaintiff did not underwent essure confirmation test. 2 coils on right 5 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: the uterus is anteverted. There are essure tubal occlusion devices identified. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, headache." Lot number: 627436, manufacturing date: 2008/06, expiration date: 2010/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 25-year-old female patient who had essure (batch no. 627436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2016, appendectomy in 1992, gastric bypass, gallbladder removal and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: benadrilina. Past adverse reactions to the above products included anxiety with benadrilina. Concurrent conditions included gerd since september 2016 and essential hypertension. Concomitant products included escitalopram oxalate (lexapro) from february 2018 to march 2018, ibuprofen since may 2009, pantoprazole sodium sesquihydrate (pantoprazol) since september 2016 and paracetamol (tylenol) since may 2009. On (B)(6) 2008, the patient had essure inserted. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure performed without difficulty. 2 cols on right, 5 coils on left discrepancy regarding esuure confirmation test -earlier as per summons hysterosaplingogram was reported but as per current pfs plaintiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 29-mar-2018: the uterus is anteverted. There are essure tubal occlusion devices identified. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, headache." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 25-year-old female patient who had essure (batch no. 627436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2016, appendectomy in 1992, gastric bypass, gallbladder removal, loop electrosurgical excision procedure, gravida ii and parity 2. Previously administered products included for an unreported indication: benadrilina. Past adverse reactions to the above products included anxiety with benadrilina. Concurrent conditions included gerd since (B)(6) 2016 and essential hypertension. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2018 to (B)(6) 2018, ibuprofen since (B)(6) 2009, pantoprazole sodium sesquihydrate (pantoprazol) since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, partial salpingectomy and enterocele repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure performed without difficulty. 2 cols on right, 5 coils on left discrepancy regarding esuure confirmation test -earlier as per summons hysterosaplingogram was reported but as per current pfs plaintiff did not underwent essure confirmation test. 2 coils on right 5 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: the uterus is anteverted. There are essure tubal occlusion devices identified. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, headache." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : events outcome of pelvic pain, vaginal hemorrhage, menorrhagia updated to recovered. Reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a 25-year-old female patient who had essure (batch no. 627436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2016, appendectomy in 1992, gastric bypass, gallbladder removal, loop electrosurgical excision procedure, gravida ii and parity 2. Previously administered products included for an unreported indication: benadrilina. Past adverse reactions to the above products included anxiety with benadrilina. Concurrent conditions included gerd since (B)(6) 2016 and essential hypertension. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2018, ibuprofen since (B)(6) 2009, pantoprazole sodium sesquihydrate (pantoprazol) since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric condition: depression"), anxiety ("mental anguish/psychological or psychiatric condition: mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, partial salpingectomy and enterocele repair). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure performed without difficulty. 2 cols on right, 5 coils on left. Discrepancy regarding esuure confirmation test -earlier as per summons hysterosaplingogram was reported but as per current pfs plaintiff did not underwent essure confirmation test. 2 coils on right 5 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: the uterus is anteverted. There are essure tubal occlusion devices identified. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, headache." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : events outcome of pelvic pain, vaginal hemorrhage, menorrhagia updated to recovered. Reporter added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic area') in a (B)(6) female patient who had essure (batch no. 627436) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2016, appendectomy in 1992, gastric bypass, gallbladder removal and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: benadrilina. Past adverse reactions to the above products included anxiety with benadrilina. Concurrent conditions included gerd since (B)(6) 2016 and essential hypertension. Concomitant products included escitalopram oxalate (lexapro) from (B)(6) 2018 to (B)(6) 2018, ibuprofen since (B)(6) 2009, pantoprazole sodium sesquihydrate (pantoprazole) since (B)(6) 2016 and paracetamol (tylenol) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure performed without difficulty. 2 cols on right, 5 coils on left discrepancy regarding esuure confirmation test -earlier as per summons hysterosalpingogram was reported but as per current pfs plaintiff did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: the uterus is anteverted. There are essure tubal occlusion devices identified. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, headache." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: the case is incident. Reporter information was added. This case concerns 25 year old patient. Her demographic was updated. Her historical medication/condition and concurrent condition was added. Lab data was added. Essure indication was amended. Essure insertion and removal date was added. Essure lot number was added. Her concomitant medications were added. Previously a reported unspecified event complication was updated to more specified events: pelvic pain, abnormal bleeding (vaginal, menorrhagia), headaches, depression, anxiety, migraines, dysmenorrhea (cramping) and (dyspareunia (painful sexual intercourse). She was recovering from the event: pelvic pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.